Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing. Allegations of lead dislodgement cannot be confirmed with laboratory analysis. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. Visual inspection of the helix mechanism noted dried blood and debris. The clogging of the helix with blood and debris was most likely the root cause of the difficulty experienced in the field. As observed in the laboratory, the extendable/retractable helix lead is susceptible to blood infiltration. Once this has occurred, extension/retraction of the helix may no longer be smooth. Irregularities such as sticky, hesitant, stop-and-go effect, jerky, spring-in, spring-out is likely to occur, or in some cases the mechanism could cease to function. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
.

Event description:
Boston scientific received information that this right ventricular lead had dislodged. A revision procedure was performed to reposition the lead. However, after three attempts to reposition the lead, the helix would no longer retract. Therefore, this lead was removed from service and a new lead was implanted without further incident. No adverse patient effects were reported.